Event description:
It was reported that that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.